Manufacturer narrative:
Related MFR: 2916596-2023-01534. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exchanged their backup battery at home. The patient reported ¿no connection¿ alarms, and they reported that they changed their own internal battery with their backup system controller¿s battery, and this apparently stopped the alarms. The clinicians were unsure of which system controller this was done to. The log file review showed that there was a system controller exchange near the beginning of the log and then some time passed and then the driveline was disconnected near the end of the log.

Event description:
Related MFR # of the initially exchanged system controller 2916596-2023-03989.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the heartmate ii system controller, serial number pcx-16371, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18jul2018. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisory, power cable disconnect, backup battery fault, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the driveline being disconnected was confirmed via analysis of the submitted log file. The exact time span of the submitted log file could not be determined as the system controller clock was reset to the default timestamp of 01jan2001 after the event captured on 09aug2022 at 09:34:03 due to the backup battery being uninstalled. Prior to the controller clock being reset, the log file contained approximately 166 days of data (24feb2022 ¿ 09aug2022 per the timestamp); the events captured during this time indicate that this was the patient¿s backup controller as the driveline was not connected to the controller. Near the end of the log file, the driveline was observed to be disconnected. Upon reconnecting the driveline, the pump ramped up to the set speed without any issues. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.